Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of driveline outer jacket damage cannot be confirmed. During a clinic visit, a tear in the patient¿s driveline outer jacket was noted. No issues were noted on the patient¿s history interrogation. The patient¿s driveline was repaired with tape and they were reeducated on the importance of keeping equipment in good condition and clean. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's aware date was inadvertently omitted from previous report. The correct aware date was 17oct2019.

Manufacturer narrative:
Approximate age of device- 4 years, 3 months, 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 it was reported that the patient was seen in clinic and noted to have a tear in her driveline. No issues on interrogation except for no external power alarms that are related to unplugging her mpu from the wall while on it. Rescue tape was applied and education on the importance of keeping equipment in good condition and clean was performed. No further or additional information was provided.